Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part numbers for the touchscreen, filters and oxygen hose. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.